Event description:
A dialysis facility reported that there was excessive fluid removal on two pts who dialyzed on the same machine. There was no serious injury or illness. The first pt complained of cramps two hours into the treatment and was given 300 cc. Of saline and was discharged in stable condition. Based on the reported weights, saline given and what the machine had indicated was removed, there was a weight loss variance of approx 2.4 kg.

Event description:
The second pt complained of cramps about two hours into the treatment and was given a total of 1,000 cc. Of saline. Treatment was terminated 30 minutes early due to severe cramping. The pt was discharged in stable condition. Based on the reported weights, saline given and what the machine had indicated was removed, there was a weight loss variance of approximately 1.3 kg.